Event description:
It was reported that the scale was giving an error code e12 (possible inaccurate reading on scale) due to being out of calibration. No patient involvement and no adverse consequence or clinically relevant delay in treatment was reported.